Event description:
It was reported that during a da vinci-assisted procedure, the medium-large clip applier instrument would not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint "clamp will not close." The instrument was found to have stuck grip tips, the grip tips were stuck open and would not close. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. The input disk bearing exhibited orange discoloration.